Manufacturer narrative:
Patient indicated the device was removed due to body rejecting implant.

Event description:
Additional information from the patient reported the lack of stimulation and peeing all over herself on (B)(6) had been resolved. The patient stated they had the device removed.

Event description:
A patient reported that she stopped feeling stimulation and was peeing all over herself on (B)(6) 2016. The patient stated that she saw the lighting bolt indicating that the power was on, but she could not feel stimulation and could not increase stimulation. Trouble shooting about able to get patient to turn stimulation on and the patient reported they could feel it and increase stimulation. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the circumstances that led to the lack of stimulation and peeing all over herself, was that the patient¿s body rejected the implant. The patient reported that the lack of stimulation and peeing all over herself was not resolved and she had the device removed.